Event description:
The event is reported as: improper package sealing. The alleged issue was detected during incoming inspection by the distributor ((B)(4)). Reported number of defects = 2.

Manufacturer narrative:
From the picture it was observed a "improper package sealing." No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR the product et tube, cf, 3.5, lot number 01m1300188 was manufactured on 12/18/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "improper package sealing," the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.